Manufacturer narrative:
The unit alarmed pump error 38 during rewind. The problem was isolated to the motor. There was no physical damage on the motor assembly during visual inspection. The flow blocked alarm was unable to be verified due to a pump error 38 alarm. The unit had a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that insulin flow was blocked. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.